Event description:
A customer reported experiencing frequent occlusions with the tandem mobi device over the past week and noted air accumulating in the cartridge after one or two days of use, requiring them to clear the tubing by refilling it. No adverse impact was reported, as the customer's blood glucose level did not exceed 500 mg/dl. Despite multiple troubleshooting attempts, including confirming cartridge alarm 34, no clinical issues were identified, and the occlusion was determined not to be active at the end of contact. The customer successfully loaded a new cartridge before contacting technical support and continued using the current pump. Clinical support recommended proceeding with a systematic replacement request (srr) for the pump, as troubleshooting had been exhausted and the pump was within warranty.